Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5072624, 5094485, 5117138.

Event description:
It was reported that the patient experienced discomfort when she turned her head. One of the leads moved slightly and was higher than the other leads. The patient underwent a lead revision wherein the physician repositioned the lead. The patient was doing well post-operatively.